Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the morning, the customer's pump showed no insulin and a red x on the cartridge gauge. The customer resumed insulin delivery. The customer's blood glucose (bg) was high and an insulin injection was used to stabilize the bg level. Tandem customer technical support (cts) had the customer review the pump history and a resume pump alarm was found to have occurred at 3:02 am. No other alerts or alarms were noted prior to that. The customer also reported that later in the day, the fill estimate reading was inaccurate and the pump history indicated that fill cannula alerts were received. The customer declined to troubleshoot with cts and indicated that the supplies were to be changed.